Event description:
It was reported that there were concerns this pacemaker exhibited noisy signals on the atrial channel. Technical services (ts) reviewed the reports of the atrial tachy response (atr) episodes and noted that the device potentially exhibited intermittent undersensing of an atrial arrhythmia. It was noted that the device was already programmed to the most sensitive setting. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.